Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 400 mg/dl on (B)(6) 2011. At approx 10:00pm the pt's husband called an ambulance and the pt was transported to the hospital and treated until (B)(6) 2011. The pt switched to a backup infusion device on (B)(6) 2011 and used it until (B)(6) 2011. On (B)(6) 2011 at approx 8:30pm, the pt switched back to her initial infusion device. On (B)(6) 2011 at approx 6:00-6:30pm, the pt felt sick and tested positive for ketones and her blood glucose measured 313 mg/dl. She bolused through the infusion device and injected insulin via syringe. After 4 hrs her blood glucose had decreased. She switched back to the backup infusion device. Her normal daytime blood glucose level is 120 mg/dl and her normal night time blood glucose level is 140 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.